Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16084. It was reported that the patient lost therapy due to lead migration. Reportedly, one of the lead s2 leads migrated. As such, surgical intervention took place wherein the migrated lead was explanted and replaced to address the issue. Therapy was restored post operatively. Note: it is known which s2 lead migrated and was replaced. Hence, both leads are being reported.